Event description:
It was reported that review of different patient files showed that on reply devices, the remaining longevity on printout was always printed <= 12 months and not the precise values shown on programmer screen, if minimum value was displayed on programmer < 12 months. This observation was later clarified: the warning message on top of printout was only reviewed. It shows <=12 months in case the minimum longevity =< 12 months, but the battery status printed and showing the same values as on screen (including the standard and minimum value for remaining longevity) was not checked. Therefore, no issue is suspected.

Event description:
It was reported that review of different patient files showed that on reply devices, the remaining longevity on printout was always printed <= 12 months and not the precise values shown on programmer screen, if minimum value was displayed on programmer < 12 months. This observation was later clarified: the warning message on top of printout was only reviewed. It shows <=12 months in case the minimum longevity =< 12 months, but the battery status printed and showing the same values as on screen (including the standard and minimum value for remaining longevity) was not checked.therefore, no issue is suspected.